Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from december 10, 2019 - december 11, 2019. The device was received for evaluation. Visual inspection on the sample revealed no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was performed on the sample and the flow rates were found to be within the product specification range. The sample was determined to be conforming. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) 2020. (B)(6). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor over infused. The expected therapy time was forty six hours; however, after twenty hours the device infusion was completed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.